Event description:
"Free" rupture - both breasts, obstructive lung disorder, fibromyalgia, arthritis, bladder problems, constant itching, headaches, memory loss, confusion, insomnia, weakness, thoracic outlet syndrome.